Manufacturer narrative:
Samples received: (B)(4) open cassette. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received one open and used cassette. Tested the knot pull tensile strength of thread of the cassette received and the results fulfill the OEM requirements. Final conclusion: complaint is not justified. Although the results of the cassette received fulfills the OEM specifications, note of this incidence is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: netherland. It was reported that a veterinarian performed a c-section on a cow with no complications. The next day the cow was not well and the veterinarian reopened the wound and found the uterus filled with fluid and no longer closed. The veterinarian repaired the uterus, but the next day the cow died.